Event description:
The issue reported involved a touchscreen that required multiple attempts to navigate programming. There was no adverse impact on the customer's blood glucose level. The customer declined further technical support follow-up and was in the process of obtaining a renewal pump.